Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 80% stenosed, 16 x 3.0mm, concentric, de novo target lesion with a bend of >=90 degrees was located in the severely tortuous and moderately calcified proximal to mid left circumflex (lcx) artery. During preparation of a 185cm pt²¿ guide wire, it was noted that the distal tip was wriggled when the physician wanted to shape it; therefore, another 185cm pt²¿ guide wire was opened and advanced. A 3.5 x 20 synergy¿ drug-eluting stent was first implanted in the proximal lad. Subsequently, a 3.00mm x 15mm emerge¿ dilatation catheter was advanced to pre-dilate the lcx lesion but had a hard time crossing. Pre-dilatation of the lesion was eventually performed and a 3.00 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and it was noted that the stent struts were frayed. Subsequently, a 3.00 x 12 synergy¿ drug-eluting stent was advanced to treat the lesion. However, after numerous attempts of advancing the device, the shaft was bent. Another 3.00 x 12 synergy¿ drug-eluting stent was advanced but also failed to cross. The physician decided to abandon stent deployment in the proximal to mid lcx and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy, ous, mr 3.0x16mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the 5th strut from the proximal stent end was damaged; lifted and pulled in distal direction. The maximum crimped stent profile od (outer diameter) for the returned device at the time of manufacture was reviewed and it was confirmed that the returned device met the maximum crimped stent od specification. A visual examination of the balloon was performed and no issues were identified with the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 80% stenosed, 16 x 3.0mm, concentric, de novo target lesion with a bend of >=90 degrees was located in the severely tortuous and moderately calcified proximal to mid left circumflex (lcx) artery. During preparation of a 185cm pt²¿ guide wire, it was noted that the distal tip was wriggled when the physician wanted to shape it; therefore, another 185cm pt²¿ guide wire was opened and advanced. A 3.5 x 20 synergy¿ drug-eluting stent was first implanted in the proximal lad. Subsequently, a 3.00mm x 15mm emerge¿ dilatation catheter was advanced to pre-dilate the lcx lesion but had a hard time crossing. Pre-dilatation of the lesion was eventually performed and a 3.00 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and it was noted that the stent struts were frayed. Subsequently, a 3.00 x 12 synergy¿ drug-eluting stent was advanced to treat the lesion. However, after numerous attempts of advancing the device, the shaft was bent. Another 3.00 x 12 synergy¿ drug-eluting stent was advanced but also failed to cross. The physician decided to abandon stent deployment in the proximal to mid lcx and the procedure was completed. No patient complications were reported and the patient's status was stable.